Event description:
A customer contacted baxter technical service regarding feeling too full during dwell 1 of 6 therapy using the homechoice system. The service rep assisted the home patient to bypass to the drain cycle and the home patient drained 3179 ml. Therapy was returned to fill 2. The apd patient program parameters are: ccpd/ipd, total volume = 20,000ml, total time = 12:00, fill volume = 3000, last fill volume = 2000 ml, dex = same, initial drain alarm set point = 1800ml and minimum drain volume percentage = 85. The home patient did not complete any manual exchanges prior to beginning therapy using the homechoice. The home patient reported they performed a bypass of a low drain volume alarm during the initial drain. The service rep reviewed the proper bypass procedure with the device user. The initial drain volume was unk. Bypassing a low drain volume alarm during the initial drain could leave fluid remaining in the home patient. Add'l fluid left in the peritoneal cavity after bypassing a low drain volume alarm could cause the home patient to feel too full after receiving a complete fill. The drain volume drained at the time of this report was 3179ml. The volume of fluid drained from the home patient was 179ml above the programmed fill volume of 3000ml. No adjustments have been made to the home patient's therapy. Per the home patient's nurse, the home patient has not been treated for an overfill situation and there was no patient injury or medical intervention associated with the reported event.

Manufacturer narrative:
The device was evaluated and the analysis results indicate there was no failure or malfunction identified that could have caused or contributed to the reported difficulty of home patient felt full/overfill. The evaluation reported the most probable cause of the reported difficulty was therapy related issues.